Event description:
According to the reporter: occurred during a sigmoid colectomy. The surgeon fired the stapler down the rectum and the stapler was able to fire. However, half of the staples deployed unformed in a 'u-shape'. Additionally, the surgeon observed only a few staples deployed. Further resection was required, as the rectum was mobilized further down. To complete the procedure, another device of a different lot number was used which worked absolutely fine. Surgeon will discuss with the patient post-operatively. The status of the patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device .the unit was received with a sulu in the jaws. The pusher was partially advanced and no staples were present in the sulu. The sulu was reset, loaded into the stapler, and applied to test media. The jaws closed smoothly and the handle actuated properly. The staples formed properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the staple line was incomplete. There was unanticipated tissue loss.